Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced infection. Surgical intervention may take place to explant the system. Further information has been requested but not received.